Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination revealed that there were numerous kinks throughout the shaft and the hypotube of the device. A microscopic examination revealed that the collar weld plate, collar and shaft were all partially separated.

Event description:
It was reported that the device could not enter the guiding catheter. The target lesion was located in the left coronary artery. A 6f guidezilla ii was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the device could not enter the guiding catheter. The procedure was completed with another of the same device. No further complications were reported and the patient was stable after the procedure. However, device analysis revealed that the collar weld plate, collar and shaft were all partially separated.